Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the unit was not switching on. The customer reported there was no patient involvement.

Manufacturer narrative:
No patient information provided by the customer. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred. There is a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined.